Event description:
The event was reported via the excellent study; the 57-year-old male patient with a history of atrial fibrillation presented with a witnessed stroke on (B)(6) 2022 with a modified treatment in cerebral infarction (mtici) score of 0, nihss score of 12, and modified rankin scale (mrs) score of 0. The suspected origin of embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2022 using a 5mm x 37mm embotrap iii revascularization device (et309537 / 22b067av). The first and only pass was made with the embotrap iii device via a trevo trak 21 microcatheter (stryker) in the right internal carotid artery (ica) resulted in an mtici score of 2c with clot retrieval. Other concomitant devices used were an axs catalyst® 6 catheter (stryker) and a branchor 9fr balloon guide catheter (asahi-intecc). It was reported that the patient suffered a subarachnoid hemorrhage (sah) on (B)(6) 2022. The principal investigator (pi) assessed the event as mild in severity, not serious, possibly related to the study device and possibly related to the study procedure. The sah even resolved on (B)(6) 2022 with no reported medical intervention nor treatment. Per the case report form (crf), the patient has recovered and the event has resolved.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). The event was reported via the excellent study; the 57-year-old male patient with a history of atrial fibrillation presented with a witnessed stroke on (B)(6) 2022 with a modified treatment in cerebral infarction (mtici) score of 0, nihss score of 12, and modified rankin scale (mrs) score of 0. The suspected origin of embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2022 using a 5mm x 37mm embotrap iii revascularization device (et309537 / 22b067av). The first and only pass was made with the embotrap iii device via a trevo trak 21 microcatheter (stryker) in the right internal carotid artery (ica) resulted in an mtici score of 2c with clot retrieval. Other concomitant devices used were an axs catalyst® 6 catheter (stryker) and a branchor 9fr balloon guide catheter (asahi-intecc). It was reported that the patient suffered a subarachnoid hemorrhage (sah) on (B)(6) 2022. The principal investigator (pi) assessed the event as mild in severity, not serious, possibly related to the study device and possibly related to the study procedure. The sah even resolved on (B)(6) 2022 with no reported medical intervention nor treatment. Per the case report form (crf), the patient has recovered and the event has resolved. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22b067av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a well-known extensively documented potential complication associated with the embotrap device and is listed in the instructions for use (IFU) as such. Per the pi¿s assessment, the device performed as intended, however, there are patient and procedural factors that may have contributed with no indication of a device malfunction or quality issue. Moreover, the pi assessed this event as possibly related to the device and to the procedure. Therefore, this event meets MDR reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6). The purpose of this MDR submission is to include the additional event information received on (B)(6) 2023. [Additional information]: on (B)(6) 2023, responses to the additional information request were received. The information indicated that the subarachnoid hemorrhage (sah) event was revealed via computed tomography (CT) immediately after the embotrap iii device was removed. Related to whether there was any device performance issue during the procedure, the response received was, ¿[it] occurs in 1/3 of patients undergoing thrombectomy, regardless of device or technique.¿ updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.